Manufacturer narrative:
On (B)(6)2020, mentor became aware that the suspect medical device was not returned due to the fact that it was severely ruptured and was hard to contain. In addition, per mammography report performed on (B)(6) 2018, mentor also became aware that the patient's left breast had a 0.6cm x 0.8cm x 0.4cm oval mass 4 cm from the nipple. The mass lied directly on the implant capsule. A follow-up ultrasound was recommended. The mass on the left breast will be reported under mrn: 1645337-2020-13243. The complaint device has been discarded. As a result, no product failure analysis can be conducted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 8, 2020, the product investigation was updated per new photos received. Device investigation summary: upon visual evaluation of the image provided in the complaint, two unidentified implants were observed. One of them was observed ruptured and no apparent damage or visual anomalies were observed in the other implant. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 5, 2020, the product investigation was updated with the following statement: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the suspect medical device was a 475cc mentor memorygel breast implant catalog: 3504754bc lot: 6893131 sn: (B)(4). Mentor also became aware that the correct side of the deflation was the right side. In addition, mentor also became aware that the correct date of birth of the patient was, (B)(6) 1981, making their age at the time of the incident as, 37. The correct date of implantation was also (B)(6) 2015. Concomitant products: 450cc mentor memorygel breast implant catalog: 3504504bc lot: 6918523 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. On (B)(6) 2019, the product investigation was completed: device investigation summary: according to the information provided, the patient experienced a rupture on the right breast implant. However, it was not possible to perform a proper product investigation since the implant was not returned. Nonetheless, the customer provided some pictures of the actual implant involved in the complaint. Based on the pictures, the implant appears severely rented. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4) and no non-conformance's related to the reported complaint condition were identified. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two unspecified mentor gel breast prostheses, experienced left side rupture post-operatively. As a result, the patient underwent bilateral removal and replacement with two 700cc mentor memorygel breast implants on (B)(6) 2018.